Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018 a field service engineer (fse) found that the main arm on the sampling nozzle assembly was broken in half. The fse replaced the sampling nozzle assembly and eki-board. The fse then proceeded to performed adjustments for the sampling nozzle assembly, ran quality controls, and verified proper instrument operation; all passed. No further action was required by the fse. The aia-2000st instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for the aia-2000st, serial number (B)(4), from (B)(6) 2016 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4. Appendix 4: error messages states the following: (B)(4) reagent (test) cup-tip lane home overrun: cause: the home sensor activated improperly after movement of the reagent (test) cup-tip lane. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a broken sample nozzle assembly main arm.

Event description:
On (B)(6) 2018 a customer reported receiving 4113 reagent (test) cup-tip lane home overrun error message on the aia-2000st instrument. The customer is unable to run, which caused a delay in reporting of patient results for beta human chorionic gonadotropin (bhcg), prolactin (prl), follicle stimulating hormone (fsh), estradiol (e2), and luteinizing hormone (lh ii). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.